Event description:
It was reported that the radiofrequency programmer head stopped working while a pacemaker was attempting to be programmed prior to a procedure the radiofrequency programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head had stopped working, it failed its uplink amplitude test and therefore its cable was replaced. It was further noted that the label was also replaced as an associated repair.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).